Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the ilet touch screen was cracked after going through tsa and discovering the screen shattered. The screen was no longer usable. Blood glucose was not affected, and no symptoms or medical intervention were reported.